Event description:
It was reported that during a photoselective vaporization procedure of the prostate the vaporization power was 170 watts, and the coagulation power was 35 watts. The fiber broke, and the fiber beam was observed at the end of the scope flickering consistently while operating the laser. The fiber was not effective on vaporizing the tissue. The fiber was replaced, and the procedure was completed without clinical consequences to the patient. The total joules used for the procedure were 368,887 joules and the total time expended was 45:48 minutes.